Event description:
A patient was receiving radiation therapy treatment. During the procedure it was necessary for x-rays to be taken of her chest area. She was on the treatment table lying on her back with her arms extended back holding onto a bar to allow for an optimum x-ray exposure. The following day she stated that during the x-ray on the previous day she had experienced a "shock that went from the top of her head to her feet." The therapist had been observing her through a remote camera (which they do with all patients) and did not see her jump or flinch at the time. The x-ray results were clear and did not indicate any signs of movement. The therapist asked if she preferred to transfer to another machine but she declined to do so, accepting continued treatment on the same machine. The biomedical technician on call was summoned to test the unit for electrical safety. The in-house technician found no problems with the unit. The device was also checked by the manufacturer's technical representative and he also found no problem. The surfaces that the patient was in contact with were not conductive and thus were not capable of electrically shocking her. It had been observed in earlier treatment sessions that this patient had visibly become very tense during the x-rays. From a technical standpoint, it appears that the device is without fault.